Event description:
It was reported that the user experienced hyperglycemia after pausing ilet use for several days due to a lack of libre 3 plus sensors, during which the user relied on backup manual injections; after applying a new sensor and completing warmup, the cgm displayed a high glucose reading and the user delivered a meal bolus and planned to monitor for return to range. Symptoms included hyperglycemia. Outcomes included no hospitalization and no device alerts or alarms. Troubleshooting and education were completed with guidance to monitor and call back if glucose did not return to range within several hours. Investigation included complaint intake and review of reported use conditions. Investigation of this case revealed no device malfunction reported and no alert activity, with hyperglycemia occurring in the context of recent time off automated therapy and transition back to sensor-enabled use. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.